Event description:
It was reported that during surgery that the reamer tip was cracked. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (b)(4. H6 component codes: proposed annex g code: mechanical (g04) - drill. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of previous use. There is galling on the shaft of the reamer near the distal end and also some wear on the collar of the reamer. The step feature of the reamer is also damaged and cracked/split. Checked the product identifiers of the print and both were conforming to the print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.